Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 223 mg/dl and the sensor glucose was 117 mg/dl at the time of the incident. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Customer stated that it suspended on low at 4a but it said she was 80 mg/dl but was 170 mg/dl. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 80 mg/dl. Suspend on low limit in sensor settings was 80 mg/dl. The sensor will be returned for analysis.